Event description:
The customer reported that during a gastrectomy procedure, the jaws of the device could not be reopened while device was applied to patient tissue. The surgeon used another instrument to pry the locked device from the patient tissue. There was no harm to the patient.

Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. A device history review could not be conducted as the lot number of the device was not provided.